Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. Lead remains implanted and patient to be monitored. Patient condition was good.

Event description:
New information notes that the lead exhibited an increase in pacing lead impedance and high capture threshold. A lead revision was scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.